Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing warmth and discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned and still implanted in the patients body. The patient was doing well postoperatively.